Manufacturer narrative:
Mentor became aware that the incorrect awareness date and due date for the supplemental report sent on 6/17/2019, were incorrect. The correct awareness date for this supplemental is 5/21/2019 and the correct due date is 6/20/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/9/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with a 400cc mentor memorygel breast implant on the right and a 425cc mentor memorygel breast implant on the left, suffered left side capsular contracture baker grade iii/IV and also reported autoimmune type symptoms, hair loss, pain and anxiety. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.